Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced fluctuating blood glucose (bg) levels for 2 days. Customer reported a lowest bg level of 63 (mg/dl), and did not provide a specific value for their elevated bg levels. Customer reported that they are a nurse, live an erratic lifestyle, and cannot consistently test their bg levels. Customer abruptly ended the call with tandem technical support. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.